Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and low blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had called the ambulance with low blood glucose levels. The patient's blood glucose levels reached 71 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include passing out, lost of vision and shaking. The patient was treated with glucose tablet. The pdm seemed to be stuck in boot mode so patient was unable to make change to the delivery of insulin. The patient was released after 11 to 12 minutes and refused to go to the hospital. The pod was kept on during the event but the emt (emergency medical technicians) advised to remove it.